Manufacturer narrative:
Batch review performed on 04 sep 2024. Lot 180792: (B)(4) items manufactured and released on 19-june-2018. Expiration date: 2023-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a revision surgery was performed one and a half years after the primary implantation of a total hip arthroplasty (tha). The reported reason for the revision was stem loosening. The available x-ray image clearly shows radiolucent lines in the proximal part of the femoral stem, both medially and laterally. Determining the cause of this failure is challenging with the information currently available. Aseptic loosening is a well-documented complication following tha, and its causes are often unknown. Additionally, the image shows fixation implants for a pelvic fracture. The timing of this fracture is not reported, and it is unclear whether it may have contributed to the prosthetic failure. At this point, we do not have sufficient information to suspect a defective or malfunctioning device.

Event description:
At about 2 years 7 months after the primary, revision surgery due to stem loosening. All components were revised.